Event description:
Biosyn 5-0 suture needle broke off 60% of the needle into the patient's abdomen during surgical closure. X-ray confirmed needle in abdominal wall. Surgeon spent 80 minutes to retrieve it, but was unsuccessful. FDA safety report ID #: (B)(4).